Event description:
It was reported to philips that the system¿s generator was unable to boot up, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.